Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during inflation of the stent delivery system (sds) balloon, the proximal shaft of the 2.75 x 33 mm xience prime device separated. The separation point was outside the guiding catheter at the very proximal end of the sds. The device was easily retracted without resistance. The physician decided to take a new stent, which could be placed without further problems. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.